Manufacturer narrative:
On february 11, 2011, carefusion sent an e-mail to the user facility seeking add'l info concerning the reported event. As of march 10, 2011, there has been no response to the e-mail from the user facility. (B)(4). Carefusion issued a return goods authorization (rga) number to (B)(4) for the return of the device for eval. As of march 10, 2011, the device has not been received by carefusion. Once the device has been received and eval completed, a f/u medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following descriptions of the event was documented by a carefusion tech support specialist in response to phone conversation with user facility rep(s). "Transfer from rentals. [Name removed] called to report a problem with the rental 3100b (B)(4) that has been on-site since (B)(4) 2010. She stated that today, the ventilator just "powered down" for no reason and restarted up by itself after about 45 seconds. She stated that she was told that "all the lights went out and everything shut down." She realized that this sounded unusual since any power interruption will cause the vent to power down and the vent would need to be manually powered on. She questioned the rts to make sure of the issue. The hospital maintenance group told her that there were no power interruptions and no other electrical issues going on at that time. Although, the vent is running fine now, they do not want to take the chance of this happening again. They would like a replacement. Rentals informed her that they do have one in the area so a replacement would be getting there soon. I will authorize the no-charge replacement and have the vent returned to ps for eval. (B)(4)". "[Name removed] rt manager called and stated that they will have to keep this rental unit at their facility for their internal investigation. They will not release it to (B)(4) until the investigation is completed. She wanted to make sure the billing was stopped on this unit. Explained to her that it has been stopped since they called and said there was a problem. Will notify rentals that (B)(4) will not need to pick this unit up. She said that they will call when it's ready. She gave me her phone number of (B)(6) if anyone here needs to speak with her etc. Explained to her I will update this call and notify rentals. She understood."